Manufacturer narrative:
(B)(4). Unit received with operating currents within specification. Unit passed selftest, rewind, prime/seating test, basic occlusion test and force sensor test. Unable to perform displacement test and occlusion test due to missing retainer and reservoir tube lip o-ring. Pump was returned for power error alarm 25. The power management tool confirmed pump error 25 was triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with cracked case on the back at the battery tube area. Unit received with minor scratched display window, case and keypad overlay.

Event description:
It was reported that the insulin pump received power reset error. The customer¿s blood glucose level was 96 mg/dl at the time of incident it also stated that the alarm occurred after troubleshoot. The customer was advised that the insulin pump needed to be replaced. The insulin pump will be returned for analysis.